Event description:
It was reported that the patient presented to clinic. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.